Event description:
(B)(4). This device was placed vaginally by the same ob that I have had for over 10 years and has birthed all four of my children. Ever since I have had terrible vaginal infections, headaches on the right side, neck pain, stomach pain and swelling, I have never been so big even with each child, face numbness, fatigue and loss of concentration. I have been to a neurologist, an eye specialist, ent specialist, and my latest specialist has been a cancer doctor that has done mris and lab work with no leads to a cause.